Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 08/27/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/02/2013with the following findings:investigation revealed a blank display screen; moisture was found on the internal components and on the pcb. Audible tones were found to be working when the pump was powered on. The pump cover was removed; an audible alarm reading was unable to be obtained due to moisture damage. Also unrelated to the complaint, moisture was found on the vibratory motor and investigation was unable to be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).